Manufacturer narrative:
The available details indicate that the synchronization function cannot be used, and it prompts that the electrode plate line is not connected. The device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl device indicating that the synchronization function cannot be used

Manufacturer narrative:
Phone number: (B)(6).